Event description:
It was reported that the asymptomatic patient presented to the clinic remotely via merlin. Net. Upon review, the right ventricular lead exhibited noise oversensing which resulted in temporary pacing inhibition. The device was reprogrammed to resolve the issue. The patient was in stable condition throughout the procedure.